Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-02804 it was reported that the patient was experiencing discomfort at the ipg pocket site and ineffective stimulation. Surgical intervention was undertaken and the ipg was explanted and replaced in a new pocket location, and the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.